Event description:
Following insertion of a central line catheter using an arrow quadruple lumen pre-packaged central line insertion tray, when the physician removed the guidewire, the guidewire was noted to be coming unraveled. No known or apparent injury to the pt was sustained. Lot # rf 0046498.